Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope had a bad lens. No patient involvement.

Manufacturer narrative:
Corrected sections: d10 - return to manufacturer date changed to 5/22/2019. H6 - patient code changed to no patient involvement. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was obtained. Based on the returned condition of the device and the evaluation results, the reported failure "poor quality image" was not confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope had a bad lens. No patient involvement.